Manufacturer narrative:
Synergy ous mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent struts of the distal portion of the stent were stretched distally. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident beneath the stretched stent struts indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube and shaft polymer extrusion profiles found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of 2.75 x 20 synergy¿ drug eluting stent, when the protector sheath was removed, it was noted that the stent got caught and deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During preparation of 2.75 x 20 synergy¿ drug eluting stent, when the protector sheath was removed, it was noted that the stent got caught and deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.